Event description:
It was reported that the patient who had a pre-syncopal spell presented to the clinic for a device check. It was observed that the patient went from sinus rhythm to a vf episode very quickly. Atp was delivered and accelerated svt to vt. Vt rhythm broke spontaneously and returned to sinus while the device was charging. The patient is scheduled for follow up to determine interventions. Patient condition is fine and is on cardiac medications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.